Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room on (B)(6) 2018 due to high blood glucose of 400mg/dl which was treated with insulin pump and fluids. Customer states that ketones and thirst, tiredness lead them to go to emergency room. Customer was wearing insulin pump at time of when she went to emergency room. Insulin pump will not be return for analysis.